Event description:
Pt admitted to hosp for dehydration and bronchitis. Pt had a history of having diarrhea, lethargy and unable to move a couple of weeks prior to admission. A chest x-ray was done which indicated a broken pacemaker. Pt was monitored on telemetry unit. Strips showed occasional sinus tachycardia with no evidence of any sick sinus syndrome.